Event description:
It was reported to covidien that during a code blue, the calcium oxide freshness packet that is packed in the easycap ii foil pouch fell out of the pouch and came in contact with fluid which as a result chemically reacted and burned the pt. Pt was stabilized.

Manufacturer narrative:
The product has been requested for eval, it has not been rec'd. The easycap ii worked as expected, the calcium oxide packet is the issue. The reporter spoke to MFR of the calcium oxide packet - sud-chemi - states packet will generate heat on contact with h2o or moisture. This risk is indicated on the packaging.